Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Event description:
The customer observed falsely elevated troponin results for 2 patients while using the architect i1000sr analyzer. The customer provided the following data (ng/ml): patient 1: (sid (B)(6)) initial 0.167, retests 0.009, 0.012 and 0.010, this specimen was negative using the istat method patient 2: (sid (B)(6)) initial 0.0000, retest 0.058, the customer ran the specimen 8 additional times each time generating a result of 0.00 there was no adverse impact to patient management reported for either patient.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. The customer cleaned and calibrated the probe, which resolved the issue. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect i1000sr analyzer, ln 01l86 was identified.